Manufacturer narrative:
An event of material deformation was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 grade functional tricuspid regurgitation (tr) and thin leaflets, and an enlarged atrium for a triclip procedure. The first triclip xtw (tcds0307-xtw, lot 50218r1072) was implanted on a2/p2 (anterior 2 and posterior 2 leaflet segments). The tr grade reduced to 2-3. After deployment it was noted that the tip of the clip tilted towards the septum. The physician then decided to implant a second clip. A second triclip xtw (50218r1069) was placed on the posterior and septum leaflet segments. Both leaflets were successfully captured, and the clip arms were closed. The tr had been reduced to 2. It was unclear if the clip orientation was adequate, so the clip was opened for re-positioning per instructions for use. There was no malfunction reported against the second clip. At that moment a single device leaflet attachment (slda) was observed with the first clip. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. Reportedly, there was no clip-clip contact. The second clip was implanted, reducing the tr to grade 1-2. Per the physician the slda was due to the patient's anterior and posterior leaflet commissure and the enlarged atrium. On (B)(6) 2025 an slda was observed with the second clip. The clip detached from the septal leaflet and remained attached to the posterior leaflet. The tr grade increased to grade 4.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.